Event description:
It is reported that the patient was revised due to the screw backing out. It is also reported that the screw was originally implanted on the wrong side of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.